Manufacturer narrative:
No product will be returned per customer the product was discarded and not returned for failure investigation.

Event description:
It was reported from the pain management clinic that the tubing sets leaked. The leak is observed at the connection of the extension tubing to the IV catheter. Per the reporter, when patients ambulate, blood leaks from the IV site, onto the hallway. The leaks also occurred when patients laid in a prone position with arms dangling, causing fluid to leak into the tegaderm. There was no patient or clinician harm. There was no incident that caused a delay that significantly impacted patient outcomes.